Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/2/2019. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Potential cause: capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation (mre) of lot number 7385057 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: the patient¿s breast prosthesis was submitted with a complaint of capsular contracture. Upon initial inspection the device appears intact. No other anomalies were discovered. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 255cc mentor memorygel breast implant was diagnosed left sided baker¿s grade iii capsular contracture post procedure. As a result, the device was explanted on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).